Event description:
Patient had a complicated admission with many comorbidities, but had begun to stabilize on the ventilator. While on the ventilator, the patient's return volume fell sharply and the patient decompensated. The patient was immediately bagged and the patient's return volume was quickly normalized. The patient never recovered from the event and the patient passed within 24 hours. The ventilator was investigated by the bio-medical team and nothing abnormal was discovered on the log report. The ventilator was tested and worked as expected.